Event description:
Autoshield needles im a type 1 diabetic ive recently had 2 of your needles break off in my stomach and because the needle was also broken in my pens, I was unable to inject my insulin and my blood sugar went dangerously high. I wanted to let you know there was a problem and I will want co compensation my email is xxxxx.com thank you.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.